Event description:
The patient underwent coronary angiography with intervention with findings as detailed above. This procedure was complicated by a fractured distal wire tip that had been sheared off distally in a small branch of the obtuse marginal. Cardiology service had considered a repeat catheterization/percutaneous coronary intervention to possibly extract this wire tip and it was felt that the chances of successful intervention would be low, while the risks, including the risks of contrast induced nephropathy would outweigh this benefit. This had been discussed in detail with the patient by cardiology service and the patient decided not to pursue a repeat catheterization with possible intervention at this time. She has remained clinically well.